Event description:
A customer reported that during a procedure, balanced salt solution (bss) was observed leaking from the cassette after an injection of silicone oil. The solution was also noted leaking into the system and from the pressure cable/line connection. The case was completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).